Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The caller received assistance from cts with resetting the pump, and the issue did not recur after the reset. The customer was advised to continue using the pump and to contact support if the malfunction code appeared again, which the caller understood and acknowledged.